Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while transporting the patient. No patient harm reported.

Manufacturer narrative:
The manufacture¿s fse replaced the rp-cable da to mc pcba. The device passed all required testing.